Event description:
It was reported that a malfunction occurred on the pump, identified by malfunction code 5, and the technical support determined the pump was not resettable. There was no adverse impact to the customer's blood glucose level. Technical support arranged for a replacement pump with updated software to be sent. The customer did not have backup insulin therapy and was advised to contact their healthcare provider.